Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of this nature. (B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).

Event description:
A scrub technician reported the infusion cannula was not secure in the trocar during a procedure. Steristrips were used to secure the infusion cannula and the procedure was completed with no impact to the patient.